Event description:
It was reported the patient had tmj replacement. The patient complained of pain and the implant was removed.

Manufacturer narrative:
The dates implanted and explanted were not provided. The doctor stated the patient is ready to have another tmj replacement implanted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.